Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("pain in the hypogastrium") in a 42-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of metrorrhagia, menarche (10 years), miscarriage, parity 2, multigravida, nickel allergy and appendectomy. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced abdominal pain lower (seriousness criterion intervention required), device intolerance ("essure intolerance"), haemorrhoids ("haemorrhoids"), pruritus ("constant itching"), urticaria ("occasional urticarial lesions"), erythema ("erythema"), allergy to metals ("type IV sensitisation to nickel sulphate, bronopol, palladium chloride and cadmium chloride is detected"), heavy periods ("heavy periods"), dysmenorrhoea ("dysmenorrhoea"), dermatitis allergic ("skin allergy"), headache ("headaches"), hypermenorrhoea ("hypermenorrhoea"), pain in extremity ("pain and deformity of both feet"), foot deformity ("bilateral hallux valgus"), device dislocation ("more on the right side, which she attributes to ''displacement of the essure") and rectal haemorrhage ("rectorrhagia") and was found to have weight decreased ("weight loss"). The patient was treated with primolut [norethisterone] as well as surgery (salpingectomy & bilateral laproscopy). Essure was removed on (B)(6) 2019. At the time of the report, the outcomes for abdominal pain lower, device intolerance, haemorrhoids, pruritus, urticaria, allergy to metals, heavy periods, dermatitis allergic, headache, hypermenorrhoea, pain in extremity, foot deformity, device dislocation and rectal haemorrhage were unknown. The reporter considered abdominal pain lower, allergy to metals, dermatitis allergic, device dislocation, device intolerance, dysmenorrhoea, erythema, foot deformity, haemorrhoids, headache, heavy periods, hypermenorrhoea, pain in extremity, pruritus, rectal haemorrhage, urticaria and weight decreased to be related to essure administration. The reporter commented: both essure devices are placed without difficulty, leaving 5 rings in each ostium. She reports to have been carrying an essure device for 5 years. Essure is reported as part of her problems. Her physician has asked her for a pelvic x-ray. The patient is convinced that the pain and bleeding is due to essure, I explain and insist that the cause of the symptomatology does not have to be due to the essures and that surgery may not solve all the problems she reports (skin allergy, headaches, pain in the hypogastrium, hypermenorrhea). The patient insists on the desire to having the essures removed because all this has been happening to her since they were inserted, and she also says that there are other women who have had the same thing happen to them. I insist once again on the lack of relationship between essure's and metrorrhagia. The patient is convinced that the pain and bleeding is due to essure, I explain and insist that the cause of the symptomatology does not have to be due to the essures and that surgery may not solve all the problems she reports (skin allergy, headaches, pain in the hypogastrium, hypermenorrhoea...). The patient insists on the desire to having the essures removed because all this has been happening to her since they were inserted, and she also says that there are other women who have had the same thing happen to them. I insist once again on the lack of relationship between essures and metrorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): [endoscopy] on (B)(6) 2016: anus: anal inspection: congestive external haemorrhoids. Normal rectal examination [skin test] (date unknown): latex, mites (d. Pteronyssinus, l. Destructor), pollens (gramineae, olive, artemisia, salsola, parietaria, cupressus, platanus), lipid transfer protein (ltp), profilin, fungi (alternaria), animal epithelium (dog, cat, horse) with negative result. [Ultrasound scan] (date unknown): uterus in ante position, secretory endometrium. Normal ovaries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: upon internal review cases (B)(4) are duplicate of each other. Therefore, argus case (B)(4) needs to nullify from argus database. All source documents, references, reporters, events are transfer to retention case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("pain in the hypogastrium") in a 42 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of metrorrhagia, menarche (10 years), miscarriage, parity 2, multigravida, nickel allergy and appendectomy. Previously administered products included: . On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced abdominal pain lower (seriousness criterion intervention required), device intolerance ("essure intolerance"), haemorrhoids ("haemorrhoids"), pruritus ("constant itching"), urticaria ("occasional urticarial lesions"), erythema ("erythema"), allergy to metals ("type IV sensitisation to nickel sulphate, bronopol, palladium chloride and cadmium chloride is detected"), heavy periods ("heavy periods"), dysmenorrhoea ("dysmenorrhoea"), dermatitis allergic ("skin allergy"), headache ("headaches"), hypermenorrhoea ("hypermenorrhoea"), pain in extremity ("pain and deformity of both feet"), foot deformity ("bilateral hallux valgus"), device dislocation ("more on the right side, which she attributes to ''displacement of the essure") and rectal haemorrhage ("rectorrhagia") and was found to have weight decreased ("weight loss"). The patient was treated with primolut [norethisterone] as well as surgery (salpingectomy & bilateral laproscopy). Essure was removed on (B)(6) 2019. At the time of the report, the outcomes for abdominal pain lower, device intolerance, haemorrhoids, pruritus, urticaria, allergy to metals, heavy periods, dermatitis allergic, headache, hypermenorrhoea, pain in extremity, foot deformity, device dislocation and rectal haemorrhage were unknown. The reporter considered abdominal pain lower, allergy to metals, dermatitis allergic, device dislocation, device intolerance, dysmenorrhoea, erythema, foot deformity, haemorrhoids, headache, heavy periods, hypermenorrhoea, pain in extremity, pruritus, rectal haemorrhage, urticaria and weight decreased to be related to essure administration. The reporter commented: both essure devices are placed without difficulty, leaving 5 rings in each ostium. She reports to have been carrying an essure device for 5 years. Essure is reported as part of her problems. Her physician has asked her for a pelvic x-ray. The patient is convinced that the pain and bleeding is due to essure, I explain and insist that the cause of the symptomatology does not have to be due to the essures and that surgery may not solve all the problems she reports (skin allergy, headaches, pain in the hypogastrium, hypermenorrhea). The patient insists on the desire to having the essures removed because all this has been happening to her since they were inserted, and she also says that there are other women who have had the same thing happen to them. I insist once again on the lack of relationship between essure's and metrorrhagia. The patient is convinced that the pain and bleeding is due to essure, I explain and insist that the cause of the symptomatology does not have to be due to the essures and that surgery may not solve all the problems she reports (skin allergy, headaches, pain in the hypogastrium, hypermenorrhoea...). The patient insists on the desire to having the essures removed because all this has been happening to her since they were inserted, and she also says that there are other women who have had the same thing happen to them. I insist once again on the lack of relationship between essures and metrorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): [endoscopy] on (B)(6) 2016: anus: anal inspection: congestive external haemorrhoids. Normal rectal examination [skin test] (date unknown): : latex, mites (d. Pteronyssinus, l. Destructor), pollens (gramineae, olive, artemisia, salsola, parietaria, cupressus, platanus), lipid transfer protein (ltp), profilin, fungi (alternaria), animal epithelium (dog, cat, horse) with negative result. [Ultrasound scan] (date unknown): uterus in ante position, secretory endometrium. Normal ovaries. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("pain in the hypogastrium") in a 42 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of metrorrhagia, menarche (10 years), miscarriage, parity 2, multigravida, nickel allergy and appendectomy. On 03-mar-2014, the patient had essure inserted. On unknown date she experienced abdominal pain lower (seriousness criterion intervention required), device intolerance ("essure intolerance"), haemorrhoids ("haemorrhoids"), pruritus ("constant itching"), urticaria ("occasional urticarial lesions"), erythema ("erythema"), allergy to metals ("type IV sensitisation to nickel sulphate, bronopol, palladium chloride and cadmium chloride is detected"), heavy periods ("heavy periods"), dysmenorrhoea ("dysmenorrhoea"), dermatitis allergic ("skin allergy"), headache ("headaches"), hypermenorrhoea ("hypermenorrhoea"), pain in extremity ("pain and deformity of both feet"), foot deformity ("bilateral hallux valgus"), device dislocation ("more on the right side, which she attributes to ''displacement of the essure") and rectal haemorrhage ("rectorrhagia") and was found to have weight decreased ("weight loss"). The patient was treated with primolut [norethisterone] as well as surgery (salpingectomy & bilateral laproscopy). At the time of the report, the outcomes for abdominal pain lower, device intolerance, haemorrhoids, pruritus, urticaria, allergy to metals, heavy periods, dermatitis allergic, headache, hypermenorrhoea, pain in extremity, foot deformity, device dislocation and rectal haemorrhage were unknown. Essure was removed on 16-dec-2019. The reporter considered abdominal pain lower, allergy to metals, dermatitis allergic, device dislocation, device intolerance, dysmenorrhoea, erythema, foot deformity, haemorrhoids, headache, heavy periods, hypermenorrhoea, pain in extremity, pruritus, rectal haemorrhage, urticaria and weight decreased to be related to essure administration. The reporter commented: both essure devices are placed without difficulty, leaving 5 rings in each ostium. She reports to have been carrying an essure device for 5 years. Essure is reported as part of her problems. Her physician has asked her for a pelvic x-ray. The patient is convinced that the pain and bleeding is due to essure, I explain and insist that the cause of the symptomatology does not have to be due to the essures and that surgery may not solve all the problems she reports (skin allergy, headaches, pain in the hypogastrium, hypermenorrhea). The patient insists on the desire to having the essures removed because all this has been happening to her since they were inserted, and she also says that there are other women who have had the same thing happen to them. I insist once again on the lack of relationship between essure's and metrorrhagia. The patient is convinced that the pain and bleeding is due to essure, I explain and insist that the cause of the symptomatology does not have to be due to the essures and that surgery may not solve all the problems she reports (skin allergy, headaches, pain in the hypogastrium, hypermenorrhoea...). The patient insists on the desire to having the essures removed because all this has been happening to her since they were inserted, and she also says that there are other women who have had the same thing happen to them. I insist once again on the lack of relationship between essures and metrorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): [endoscopy] on 05-oct-2016: anus: anal inspection: congestive external haemorrhoids. Normal rectal examination [skin test] (date unknown): : latex, mites (d. Pteronyssinus, l. Destructor), pollens (gramineae, olive, artemisia, salsola, parietaria, cupressus, platanus), lipid transfer protein (ltp), profilin, fungi (alternaria), animal epithelium (dog, cat, horse) with negative result. [Ultrasound scan] (date unknown): uterus in ante position, secretory endometrium. Normal ovaries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-apr-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.